Event description:
It was reported that: during a tavr procedure on (B)(6) 2022 the patient had a pseudoaneurysm. 3 good faith efforts have been made to obtain more information regarding this complaint. No further information has been received yet. More attempts will be made before the follow up report.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during a tavr procedure on (B)(6) 2022 the patient had a pseudoaneurysm.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr, an 18f manta was deployed for closure. The patient had a pseudo-aneurysm. Due to the insufficient amount of information and no imaging submitted for investigative purposes, a determination for the root cause of the pseudoaneurysm is inconclusive. A pseudoaneurysm of the femoral artery can go undetected and not cause any complication and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The IFU was reviewed and identified other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as potential adverse events related to the deployment of vascular closure devices.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr, an 18f manta was deployed for closure. The patient had a pseudo-aneurysm. Due to the insufficient amount of information and no imaging submitted for investigative purposes, a determination for the root cause of the pseudoaneurysm is inconclusive. A pseudoaneurysm of the femoral artery can go undetected and not cause any complication and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The IFU was reviewed and identified other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as potential adverse events related to the deployment of vascular closure devices. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem

Event description:
It was reported that: during a tavr procedure on (B)(6) 2022 the patient had a pseudoaneurysm. 3 good faith efforts have been made to obtain more information regarding this complaint. No further information has been received yet. More attempts will be made before the follow up report.